Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to partial lead dislodgement and loss of capture (loc) at maximum outputs. This rv lead remains in service. No additional adverse patient effects were reported.